Event description:
¿Additional information received on 9/3/2025 for report mw516129¿ in year 2006-2009 the reporter stated that he received bone healing system, in 2013- increased food allergies, 2015- neoplastics, ccm formations, auto immune disorder, 2017- steroid disorder, fungal allergies, anaphylactic shock, 2022- neoplastics, spinal tap, cal proteins, concussions like symptoms, 2025- allergies, seizure disorder, neurological disorder, disabilities, august 2025- bone growth / headache. The reporter also stated that he would like to add genetic disorders he developed, to the above mentioned report. Following are the disorders; polyglandular autoimmune syndrome, ehlers-danlos syndrome, systemic lupus erythematosus, wolman disease, ellis-van creveld syndrome, frank-ter haar syndrome, dystonia, portal vein thrombosis, cerebral cavernous malformation (ccm), seizures and sleep disorders ( 7 seizure disorders and 7 parkinson¿s disorders), atp issues, orocardiodigital syndrome, 3-mcc (3-methylcrotonyl-coa carboxylase), 3-methylglutaconic aciduria (3mga) type 3,crystal retinal dystrophy. Patient code: 1732;4581;1907;1703;2192;4406;1880;4581. Device code: 4001, 2886.

Event description:
Pt/device lease number 860768 01/2009, 09/2012. Non union development to bone decay; which is yns activate. Plasmapheresis 2009-2013, stroke like event 2015.